Event description:
It was reported that there was a hole in the patient line of the homechoice cassette which resulted in a leak. The hole was at the distal end of the tubing close to the patient connection and looked like cuts/slits in the tubing. This was identified prior to patient connection for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6) e1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was received for evaluation. Visual inspection was performed and a cut in the drain line tubing was observed. Under water pressure testing was performed and a leak was observed in the drain line due to the cuts in tubing. The cause of the condition was determined to be supplier manufacturing related. This issue is being further investigated. Leak in the drain line will not cause or contribute to a death or serious injury because the drain line does not constitute part of the fluid path leading to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.